Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: (B)(6) 2021. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the sales rep that the patient is experiencing muscle pain around her cervical incision. Patient stated the right side of her neck was in pain, it started about a week after she received the unit, states she had surgery and she is in more pain when using the unit. Pain is coming from the electrodes. Patient tried to call doctor could not reach him. Patient is taking muscle relaxer for the pain. Advised patient to conduct a time test at one our increments after her pain subsides. Treat 1 hour per day for the first 3 days. If she does not experience pain she should increase treatment time by 1 hour each day after that.

Manufacturer narrative:
Corrections - b4: date of this report added, b5: updated the product was not returned for evaluation, d3: manufacturer address and email address, d4: UDI, g1: contact office and manufacturer site, g6: report type, h6: device code additional information - d10: concomitant medical products, g3, d4: lot number, h4: device manufacture date, h6: impact code, method, results, and conclusions, h10: additional narrative, h11 this follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported by the sales rep that the patient is experiencing muscle pain around her cervical incision. Patient stated the right side of her neck was in pain, it started about a week after she received the unit, states she had surgery and she is in more pain when using the unit. Pain is coming from the electrodes. Patient tried to call doctor could not reach him. Patient is taking muscle relaxer for the pain. Advised patient to conduct a time test at one our increments after her pain subsides. Treat 1 hour per day for the first 3 days. If she does not experience pain she should increase treatment time by 1 hour each day after that. The spinal pak device was not returned for evaluation.